Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse in (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. During a call with baxter customer service, the following was reported. On (B)(6) 2011, the patient had a catheter infection and peritonitis which resulted in hospitalization the same day. Treatment was not reported. On an unreported date in (B)(6) 2011, the patient recovered from the events. On (B)(6) 2011, the patient was discharged. Dianeal therapy was ongoing. The nurse stated that the peritonitis was not related to dianeal therapy and did not comment on the catheter infection as reported by the consumer.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 4 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number h11j07085. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.